Event description:
Unable to walk [abasia], fluid from the left knee had bacteria (bacillus positive) [arthritis infective], knee became swollen [joint swelling], knee pain/soreness [arthralgia]. Case description: spontaneous report was received on (B)(6) 2013, from a consumer regarding a (B)(6) female patient, initials (B)(6). The patient's medical history was not provided. On (B)(6) 2013, the patient initiated treatment with synvisc one (hylan g-f 20) injection in both knees (route and dosage regimen not provided). The lot number of synvisc one was not provided. On unspecified dates in 2013, the patient's both knees became swollen and she was unable to walk. It was reported that fluid was aspirated from patient's left knee which showed bacteria (bacillus positive). The patient was treated with intravenous antibiotic (unspecified) and was hospitalized for several days. On an unspecified date, the patient was discharged home with a rolling walker that she was still using. It was reported that the patient was in physical therapy and that the swelling had gone. On an unspecified date, the patient experienced knee pain and soreness. The action taken with synvisc one treatment was not provided. The event of (bacillus positive) was not provided. Relevant concomitant medications were not provided. The intensity for all the events was not provided. The relationship between synvisc one and all the events was not provided.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if corrective action is required. Manufacturer's comment: as only limited information has been obtained so far, it is difficult to assess a cause and effect relationship.